Manufacturer narrative:
The t:slim g4 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after completing a bolus delivery, the customer received an incomplete bolus alert, due to likely navigating to the bolus screen again unintentionally. Subsequently, the customer delivered another bolus, without checking the pump bolus history to confirm if the previous bolus was delivered and completed. Contact stated the customer's blood glucose (bg) level did not drop due to delivering a second bolus. In addition, it was reported that the customer experienced elevated bg levels reaching 269 mg/dl, contact believes elevated bg's are due to the pump settings. Reportedly, they will work with the customer's health care professional on the reported elevated bg's. Customer delivered a bolus to bring bg levels back to target range.